Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure within the esophagus on (B)(6) 2010. According to the complainant, after the stenosis had been predilated, the physician could not advance the ultraflex stent through the stenosis. No damage was noted to the stent delivery system. Both a guidewire and scope were used to try and advance the stent through the stenosis. As a result of this event, the physician decided to abort the procedure and send the patient to surgery to undergo a gastrostomy. There were no patient complications reported as a result of this event. The gastrostomy procedure went well, and the patient's current condition is listed as "good and stable." No adverse events were reported by the complainant.

Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed, and a root cause cannot be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.